Event description:
It was reported that the patient visited the hospital due to bradycardia caused by a pacing failure. The lead impedance was greater than 9000 ohms and a chest x-ray showed there was a conductor fracture under the patient's clavicle. The impedance trends data showed there was no fluctuation until a few days prior when the impedance was over 9999 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).